Event description:
The patient mother reported that the patient had a a21, a12, a17 and no power on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer mother stated that that temp basal was not programed before the a21 alarm occured. The patient mother reported that the alarm did not occured after inserting new battery. The customer was advised that the insulin pump experienced an expected restart. The patient was advised to monitor the insulin pump and call if issues reccur. The customer was advised that they will received a replacement battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)